Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced hyperglycemia on (B)(6) 2026. The blood glucose level was 386 mg/dl which was treated with insulin. No further information available.